Event description:
Complainant alleged that while attempting to defibrillate a pt, the device displayed a "bridge test failed" message. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.